Event description:
It was reported that during a stent placement in the sfa from a contralateral approach, the stent graft would not deploy. The physician used more than normal force to try to get the device to deploy, but it would not. There was a total occlusion of the left sfa, but the wire passed easily through. There was nothing unusual about the tracking anatomy. Another stent was used for a successful procedure and without losing access. Sheath size and brand unknown, .035 wire was used. There was no injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned and the evaluation is underway. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.